Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the error by running sample rack through and getting x1 error. Fse cleaned the loader, making sure everything was out and loader was clean and free of debris. Fse successfully validated instrument by running rack rotations 10 times and 6 patient samples in 6 different racks along with quality controls. No further action required by fse. The g8 instrument is functioning without any errors. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error is an operation error in x1-axis. When error occurs, operator is instructed to inspect x1-axis. Execute sl.rotate. The most probable cause of the reported event was due to the debris obstruction in sample loader.

Event description:
A customer reported getting the 708 x1 axis errors multiple times on the g8 analyzer. The customer stated the analyzer was re-powered and sample loader (sl) rotate was performed. The analyzer worked two times without error but error reoccurred on third attempt. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.